Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. A secondary issue was also noted when the test strip vial lid was found to have a hole. Additional tests were performed on the test strip vial to check its structural integrity. The structural integrity was found to be compromised during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On august 4th 2015, a reporter contacted lifescan (lfs) (B)(4) on behalf of the patient alleging that the patient¿s onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. It is not known when the alleged inaccuracy occurred, and the exact blood glucose values which were obtained were not provided. The patient manages their diabetes with an unspecified dosage of ¿humalog¿ insulin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The reporter stated that ¿while the meter was reading inaccurately¿ the patient experienced symptoms of ¿sweating and not feeling well¿ which they associated with hypoglycemia. In response to these symptoms, an unknown period of time after, the patient self-treated by consuming additional food and/or drink. No further blood glucose tests were performed on any other device at this time. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient¿s products were requested back for evaluation. This complaint is being reported because the patient allegedly obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.